Event description:
The patient reported that he is no longer receiving stimulation. The scs ipg is no longer communicating with the patient programmer or charging system. Surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.